Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump exhibited an issue with "disposable clamp" alarm. It was reported the end user was able to switch backup products to complete the infusion therapy. No adverse patient effects were reported.